Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the name of the procedure? Please describe the mucosal injury. What medicine was used to treat the wound during the procedure? Were there any unexpected outcomes or complications post-op as a result of the mucosal injury and bleeding that occurred during the procedure? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Were x-rays taken to locate the needle piece(s)? At what location was the needle found? Was the patient brought back to operating room to have needle removed or was the needle removed during the initial procedure? Does a piece of the needle remain in the patient¿s tissue? If yes, what tissue structure is it located?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the needle broke. The patient experienced mucosal injury and bleeding. The surgeon removed the broken pieces and treated wound with medicine. Another like device was used to complete the procedure. Additional information has been requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: 1. What measures were taken to retrieve the broken piece? Retrieved by forcep 2. Was there any additional tissue damage as a result of searching for the needle piece? Unk 3. Were x-rays taken to locate the needle piece(s)? Unk 4. At what location was the needle found? The operation is for lower right posterior teeth discomfort, the needle was found in the oral cavity 5. Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? Unk 6. Does a piece of the needle remain in the patient¿s tissue? If yes, what tissue structure is it located? No 7. What is the name of the procedure? Pulling out the impacted tooth 8. Please describe the mucosal injury. Mucosal has bleeding 9. What medicine was used to treat the wound during the procedure? Disinfectant with iodophor, iodine glycerol 10. Were there any unexpected outcomes post op or complications as a result of the mucosal injury and bleeding that occurred during the procedure? Unk